Event description:
It was reported that a foreign matter was found inside the sterile package. A 10.0 x 40, 75cm mustang balloon catheter was selected for use. However, during unpacking, there was a hair inside of the sterile package. Since it was unsure if the hair was sterile, the device was not used in the procedure.